Event description:
The complainant reported that during a training at the customer site, the automated impella controller's (aic) purge disc was not detected. The staff replaced the cassette several times and this did not resolve the issue. No patient involvement. The customer had another aic onsite to utilize.

Manufacturer narrative:
D9: date of the device return for evaluation is unknown. E1, e2, e3: name and occupation of the initial reporter is unknown. The console (aic) was returned for evaluation. Upon inspection of the console, the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer). Before returning this console back to the customer, the purge flag was replaced and a full functional check on the console and optical system was performed. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.